Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event where he forgot to remove the needle guard from his infusion set. The event occurred on (B)(6).2024. Infusion set was used for 5 days. Patient also experienced high blood glucose level and diabetic ketoacidosis. Blood glucose level was between 650-700 mg/dl. Patient was admitted to hospital. Patient was treated with IV and fluids of saline and insulin. Patient had damage to liver, heart, lungs, brain, pancreas due to diabetic ketoacidosis. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.